Event description:
Composix kugel (unk pn) implanted in 2005. Developed infection - does not know type of infection. Recurrent hernia five months later. Md told him the mesh "failed". Does not know what failed means. Second composix kugel implanted the same month (unk p/n. Surgery performed at hosp.)